Event description:
It was reported that the balloon of two (2) large volume intermates burst. The events were further described as the balloon burst near the end of the infusion. These events happened on the same patient. The devices were filled with caspofungin 70mg in 250 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The events occurred on two consecutive unknown dates. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from june 03, 2021 - june 04, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were s not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred on two consecutive unknown dates. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of two (2) large volume intermates burst. The events were further described as the balloon burst near the end of the infusion. These events happened on the same patient. The devices were filled with caspofungin 70mg in 250 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.